Event description:
It was reported that the patient heard an alarm, but telemetry did not confirm the alarm. The patient believed she was hearing a non-critical alarm. The patient experienced more pain and nausea, which started about three weeks prior to the report. The pain was in her lumbar and cervical area. The patient¿s last refill should have been on 2013 (B)(6). The patient was ¿in between¿ healthcare providers (hcp) at the time of the report. The patient¿s new hcp was aware of the pump alarm. The device system was used to deliver clonidine and dilaudid. Additional information received reported the patient¿s pump had been "double alarming" since 2013 (B)(6) and the alarm was due to an empty pump. It was also reported the physician ¿closed shop¿ and the patient drove two hours and did not even get notified by the physician that the office was closed. It was noted the patient had been trying to locate a physician and had found a physician to remove her pump. It was reported the patient was scheduled for a pump explant in january 2014 and "that all depends on insurance and physician." The pump was being used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).